Manufacturer narrative:
Device evaluation: the customer did not return any devices for evaluation/investigation. The complaint is not verified. The device history record was reviewed and found no exception documents. Without the device in question, it is impossible to determine a root cause for the suspect failure. Hand injection procedures have the potential of exceeding the rated capacity for this device when connected directly. Unable to determine if device was subjected to pressure beyond designed capacity. Unable to determine root cause. Current complaint information for this device indicate the clinical use of high pressure applications and power injectors is becoming more common. This device is not designed for use with high pressure or power injectors. Complaints will continue to be monitored for this type of failure. Evaluation method: the device history record was reviewed, evaluation based off of information provided by the customer, current design specifications for the device, general complaint history for the device. Results: unable to determine a root cause. Conclusions: no conclusion can be drawn.

Event description:
The rotator came apart during hand injection. There was no report of harm or injury.